Event description:
During a gastrointestinal bleed the tip of injection became detached from catheter. Upon receipt of the injection gold probe it was observed that the tip with needle guide tube assembly was detached from the catheter. A follow-up performed determined that the tip with the needle guide tube attached detached outside of the pt.